Manufacturer narrative:
(B)(6). The lot was manufactured between january 9, 2018 - january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication. The expected infusion time was 48 hours; however, within 3 hours of the start of the infusion, the patient observed that minimal medication was delivered. The pump was left in place and was disconnected after 48 hours. The folfusor was filled with 4600 mg fluorouracil hs in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
In the initial MDR is being corrected to (B)(4) 2018. Should additional relevant information become available, a supplemental report will be submitted.